Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-02818.